Event description:
The following add'l info was provided on follow-up communication: the procedure was performed to treat a clotted hemo-dialysis graft. It was reportedly noted under fluoroscopy that the "cone tip" of the guidewire had detached in the graft. A cat scan was done but the tip could not be located. An attempt to retrieve the tip with a fogery catheter was unsuccessful. The pt experienced approx 900cc of blood loss as the vessel was being manipulated. The pt was admitted to the hospital overright. A cat scan was performed the following day and was negative for any foreign body. The pt was discharged.